Manufacturer narrative:
A3: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919

Event description:
End user reports cure ultra catheters appear to have been exposed to high temperature causing the lubricant to become extremely sticky and jelly like, the tips are sharp and cause scrapping inside the urethra which results in blood in my urine.